Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer expressed nausea, bad judgment and thirst as symptoms related to his high blood glucose. The customer treated his high blood glucose with manual injections. The customer confirmed that he was not hospitalized. The customer stated that his eyes were not good enough to confirm whether there were air bubbles in the tubing or not. Advised customer to run a manual prime, and insulin did exit. The customer stated the cannula was bent. The customer declined further troubleshooting. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to call back if needed. Nothing further reported.